Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient mentioned that her sensor failed. Hours after, she was feeling nauseas and experienced vomiting. Since her dexcom failed and was not showing any readings, she couldn´t keep track with her glucose readings hence she called an ambulance. When the ambulance arrived, they have taken the patient directly to the hospital. While on their way, they have checked the patient's glucose readings with bg meter, which eventually showed 496 mg/dl and there were no cgm readings as the wearable failed. Patient cannot also recall if she was given a medication. When they arrived in the hospital, patient readings remained to be around 400 mg/dl as per bg results. She was then treated with insulin. Patient can no longer recall the frequency and dosage. Furthermore, as per the healthcare facility, patient encountered hss (hyperosmolar hyperglycemic state) so she was advised to undergo bmp (basic metabolic pane) every after 4 hours. The patient could not recall the medications that she was given at the hospital. The same day, at the time of the call, patient's glucose reading from bg was already subsiding, 367 mg/dl while dexcom was unavailable as the sensor was already removed. The patient had a stroke and could not talk clearly. The patient was discharged from the hospital on (B)(6) 2025, she was feeling fine already. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.